Event description:
Customer reported an unexpected negative result on a known anti-cw sample tested with capture-r ready screen 4 (crrs 4) and capture-r ready ID (crrid) on galileo.

Manufacturer narrative:
Review of images: sample with known anti-cw. Crrid lot id121: negative. Crs4 lot k234: negative. Customer did not return product or sample for further serological testing.